Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This report of a system error 2240 alarm was confirmed and the cause was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 (air in line) which occurred on the homechoice (hc) during use. The home patient (hp) had disconnected from hc causing error. The hp reconnected after alarm occurred. The baxter technical service representative (tsr) had the home patient (hp) disconnect using aseptic technique. The tsr had the hp cycle power to clear s/e 2240. The tsr assisted hp with removing cassette. The tsr advised the hp to notify the peritoneal dialysis registered nurse (pdrn) and would start over with new supplies. The hp disconnected from the hc. There was patient involvement. Product surveillance contacted the home patient (hp) on (B)(6) 2011 regarding the system error 2240 alarm. The home patient (hp) stated that the issue was resolved by starting over with new supplies. The hp confirmed that she had disconnected before drain, she thought she had hit stop but did not. The hp reconnected and the homechoice alarmed. The hp verified that there were no loose connections, disconnections or defects on the supplies. Per hp, she did not receive any injury or medical intervention as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No further information was provided.